Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year, was explanted due to stenosis, secondary to tissue accumulation and subvalvular pannus.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the valve has not been returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.